Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be bloody and the twist was noted on the balloon. No other anomalies were noted to the device. On the functional evaluation, the negative pressure was applied with an in-house presto inflation device. On further, the balloon was inflated to 7 atm and maintained a normal uniform shape and pressure. Then the balloon was deflated successfully and no twisting was noted to the balloon. Under the microscopic observation, the wrinkles was noted on the balloon. Therefore the investigation has been confirmed for the reported material twist and inflation issue, as the twist was noted on the balloon returned for the evaluation. A definitive root cause for the reported material twist and inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 01/2024), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the center of the drug coated balloon was allegedly twisted and failed to inflate. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure, the center of the drug coated balloon was allegedly twisted. There was no reported patient injury.